Manufacturer narrative:
Another reporter: stephanie hollibaugh updated fields: b4,d9(return to manufacture date),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 corrected fields: e1(initial reporter) the iab and extender tubing were returned with the membrane fully unfolded and blood present on the catheter exterior. Sensor testing met specifications. The reported event could not be confirmed through evaluation. Lot history, ncmr, and complaint history reviews identified no related issues or adverse trends. The failure mode is addressed in the risk file and IFU and remains within acceptable risk. No CAPA escalation is required.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer registered nurse to the emergency support program it was reported that while using sensation plus 8fr 50cc intraaortic balloon iab the reporter called for assistance for fo sensor alarm and reported the balloon catheter had been inserted successfully in the cath lab the reporter stated he had troubleshot the alarm by removing and reinserting the fo cable multiple times which did not resolve the alarm he then switched to the inner lumen successfully and reported appropriate waveforms no harm or injury to the patient was reported.